Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-00846. It was reported the patient ((B)(6)) is experiencing heating at the ipg pocket during recharging. It was recommended that the patient use a barrier between the charging system wand and the skin to help minimize any discomfort felt during recharging. This issue will continue to be monitored and further assessment is expected following the patient¿s next clinical appointment.

Manufacturer narrative:
This device is associated with a a field correction. Mfrs eval: corrective and preventive action (CAPA). Results code: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.